Event description:
It was reported that the stent was damaged during preparation. An 8.0x60x75cm express ld stent was selected for use. During preparation outside the patient, it was observed that the stent on the catheter was kinked. The device was not used in the procedure.

Manufacturer narrative:
Device analysis by MFR: the returned device consisted of an express ld stent delivery system. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. A visual and microscopic examination found the stent to be mounted in the correct position on the device. The stent was noted to be kinked in the middle. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was damaged during preparation. An 8.0x60x75cm express ld stent was selected for use. During preparation outside the patient, it was observed that the stent on the catheter was kinked. The device was not used in the procedure.